Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump flow blocked. The customer¿s blood glucose level was 180 mg/dl. Customer stated pump had issues and able to get 4 u in multiple attempts but then pump alarms no delivery. The customer was assisted with troubleshoot and customer was advised that the pump went through 4.3 and then alarmed insulin flow blocked each time. The customer was advised to replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement and active current measurement test. Device also passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted during testing. Device functioning properly.